Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation, of electrode belt sn (B)(4) has been completed. Upon evaluation, there was an intermittent pulse wire inside the cable connecting ECG electrodes a and b. The cause for the test failure is the intermittent pulse wire. The root cause of the intermittent wire cannot be positively identified but it is likely excessive force placed on the cable. No adverse event resulted from the open wire. The last patient to use this belt did not report any deficiencies.